Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. I twas reported that the low cartridge warning only works intermittently. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/19/2017 with the following findings: during investigation, the pump history showed the low cartridge warning level was set to 50 u. The black box/alarm history showed the evidence of a low cartridge warning. A low cartridge warning was reproduced for investigation. The pump gave the appropriate sound and display the correct message on the screen. The warning was correctly recorded in the pump history. The low cartridge warning features were found to be working properly during testing. The original complaint was unable to be duplicated. Unrelated to the original complaint, the battery compartment was observed to be cracked.